Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Event description:
Initially a registered nurse (rn) contacted baxter technical service for assistance with an unrelated alarm occurring on a homechoice machine during use on a home patient (hp) for peritoneal dialysis (pd) therapy. The solution to the alarm was provided over the phone. During the conversation, the rn stated that the transfer set has been leaking. She examined it and saw it was cracked (unspecified location). The technical service representative (tsr) explained the lack of sterility. The rn stated the hp had peritonitis. The tsr recommended to stop therapy and contact the peritoneal dialysis nurse (pdn). On (B)(6) 2011, baxter global pharmacovigilance (gpv) contacted the patient's pdn regarding the event and report of peritonitis. The pdn decline to provide information regarding the patient per her davita clinic's policy citing hipaa. No further information will be requested.

Manufacturer narrative:
(B)(4). The following additional information was received by baxter global pharmacovigilance (gpv) from the registered nurse (rn) from the nursing home where the patient had been a resident prior to being admitted to hospice care. It was reported that the patient had passed away. The rn reported that the patient had developed an untreatable infection and the patient chose to stop pd therapy and was discharged to hospice care. On (B)(4) 2011, baxter product surveillance contacted the rn from the nursing home. The rn stated that she would try and remember but the patient's chart has been pulled and therefore, she probably would not be able to provide any further information. The rn confirmed that the events leading up to the patient's death occurred after the patient had left the nursing home and was admitted to the hospital and hospice care, (details were not provided). The patient was hospitalized (date not reported) for generalized pain (unknown hospital). The rn did not know the cause of death. The rn was not aware of any product problem or issues with the patient's transfer set or dialysis supplies. The rn stated the rn from the (B)(6) dialysis clinic had come to the nursing home and picked up all of the patient's dialysis equipment. The rn stated that the peritoneal dialysis exchanges were done at night on a different shift and therefore, she did not actually make the exchanges herself. The rn could not provide a causality statement or any further information.

Manufacturer narrative:
(B)(4). The complaint text indicates peritonitis which may be related to a leak from a cracked twist clamp in the transfer set. This complaint was not confirmed due to lack of sample available for evaluation. Therefore, the assignable cause was not determined. A review of all batch record documents was performed on potentially associated lots h11e19022 and h11h19059 with no issues noted during the manufacturing process. There were no deviations from standard procedure.